Manufacturer narrative:
Qn#(B)(4). Upon additional review it was found that the malfunction reported by the customer was not reportable; thus the initial MDR, submitted on 08/10/2023, should be retracted.

Event description:
It was reported that: "an incident occcured on (B)(6) 2023 in medical resuscitation of pneumology department. There was a rupture of the right wing of the juncture hub during suture fixation." There was no catheter migration. It was reported there was no paitent harm or consequence as when the device broke, another one was used. The wing of the second device broke also. The catheter was not removed and the user "attached it differently to solve the issue".

Manufacturer narrative:
Qn#: (B)(4). Associated MDR#s 3006425876-2023-00762.

Event description:
It was reported that: "an incident occcured on (B)(6) 2023 in medical resuscitation of pneumology department. There was a rupture of the right wing of the juncture hub during suture fixation." There was no catheter migration. It was reported there was no paitent harm or consequence as when the device broke, another one was used. The wing of the second device broke also. The catheter was not removed and the user "attached it differently to solve the issue".